Event description:
While wearing the external equipment, the pt reportedly experienced uncomfortable sensations. In 2005, the pt was seen by a co rep for device eval. While testing performed confirmed that the device was functioning, the pt experienced uncomfortable sensations. Surgery to explant the pt's device was scheduled.